Event description:
The user facility reported that water was leaking from their big blue filter housing. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the big blue housing and observed a large crack through the housing side wall. The technician replaced the housing, ran a diagnostic and processing cycle and confirmed it to be operational.